Manufacturer narrative:
(B)(4).the service engineer verified the customer complaint and replaced the graphic user interface (gui) printed circuit board (pcb). The unit then passed all performed testing and operated within manufacturing specifications.

Event description:
It was reported that the ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in patient use at the time.